Event description:
It was reported that the insulin pump had cracks on the screen. The blood glucose reading was 119 mg/dl. The customer stated that she bumped into a door and had been unable to determine depth perception, leading her to hit the device screen on the door. She stated that it appeared as though something was running in the screen, which she described as black liquid. She noted that dialing the right amount of insulin was difficult to do, as most of the damage was in the middle of the screen. She advised that the device's functionality was compromised. The insulin pump passed the self test. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, minor scratched liquid crystal display window, and cracked reservoir tube lip.